Manufacturer narrative:
On (B)(6) 2021, it was found that the suspected medical device was returned under a different complaint. The suspected medical device was received on (B)(6) 2021. On 5-oct-2021, mentor received additional information regarding the replacement devices. The replacement devices are two 425cc mentor memorygel breast implant prostheses (catalog #: 3504251bc, left serial #: (B)(6), right serial #: (B)(6)). On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured and received in three parts. Additionally, an anomaly was observed on the edges of the tear consistent with a shell abrasion. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 25-jun-2021, mentor received additional information regarding the patient¿s symptoms and event date. The patient states that her left breast is sitting higher than her right breast. The patient states that she noticed the changes of her breasts on (B)(6) 2018. On 28-jun-2021, mentor received additional information regarding the MRI result and explantation date. A healthcare professional reported that MRI performed on unspecified date indicated rupture. The patient is scheduled to undergo explantation on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate.   Updated reason for device explant and/or reoperation: capsular contracture. Section d 6b. Date of explantation: (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced postoperative bilateral capsular contracture (grade unknown). The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2019 based on available information. This report is for the right-sided prosthesis.